Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("was still having bleeding for one month."), device dislocation ("could not see the coils"), the first episode of procedural pain ("she stated the hcp inserted a catheter, and it felt like her uterus was punctured") and suicidal ideation ("thoughts of suicide") in a (B)(6) female patient who had essure (batch no. C40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancies: depo-provera from 2009 to (B)(6) 2015 and ortho tri-cyclen from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included overweight and condom (prevent pregnancy and sexually transmitted diseases) since (B)(6) 2013. Concomitant products included prazosin and sertraline. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe pain and heavy bleeding, during menstruation/ dysmenorrhoea (cramping)"), migraine ("migraine headaches"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, the first episode of procedural pain (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), post procedural discomfort ("minimal discomfort"), the second episode of procedural pain ("the follow up test was very painful, extremely excruciating painful, and the pain was like labor"), hysterosalpingogram abnormal ("could not tell if stems were closed, and unable to tell her if dye was going in or going out"), menorrhagia ("prolonged menses / menorrhagia"), abdominal pain ("severe abdominal cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), genital rash ("genital rashes"), insomnia ("insomnia"), arthralgia ("hip pain"), depression ("worsening of her depression and anxiety"), depressed mood ("sadness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), vulvovaginal rash ("vaginal rashes"), abdominal pain lower ("lower abdomen pain"), uterine pain ("uterus pain"), headache ("head pain") and anxiety ("worsening of her depression and anxiety"). The patient was treated with ibuprofen, naproxen sodium (aleve), surgery (ablation) and physical therapy. Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, suicidal ideation, post procedural discomfort, the last episode of procedural pain, hysterosalpingogram abnormal, depressed mood, vaginal haemorrhage, cystitis, female sexual dysfunction, vulvovaginal rash, bladder disorder, urinary tract disorder, abdominal pain lower, uterine pain and headache outcome was unknown and the dysmenorrhoea, menorrhagia, abdominal pain, back pain, dyspareunia, migraine, genital rash, fatigue, insomnia, arthralgia and depression had not resolved. The reporter provided no causality assessment for genital haemorrhage, hysterosalpingogram abnormal, post procedural discomfort, the first episode of procedural pain and the second episode of procedural pain with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, cystitis, depressed mood, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital rash, headache, insomnia, menorrhagia, migraine, suicidal ideation, urinary tract disorder, uterine pain, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: physician could not see the coils. It was extremely painful and she left with no answers. She took latuda 80mg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events vaginal haemorrhage, cystitis, female sexual dysfunction, vulvovaginal rash, bladder disorder, urinary tract disorder, abdominal pain lower, uterine pain, headache, suicidal ideation were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("was still having bleeding for one month."), menorrhagia ("prolonged menses / menorrhagia"), device dislocation ("could not see the coils"), the first episode of procedural pain ("she stated the hcp inserted a catheter, and it felt like her uterus was punctured") and suicidal ideation ("thoughts of suicide") in a 39-year-old female patient who had essure (batch no. C40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancies: depo-provera from 2009 to (B)(6) 2015 and ortho tri-cyclen from (B)(6) 2014 to (B)(6) 2015; for an unreported indication: lunelle inject. Concurrent conditions included overweight and female condom (prevent pregnancy and sexually transmitted diseases) since (B)(6) 2013. Concomitant products included prazosin and sertraline. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe pain and heavy bleeding, during menstruation/ dysmenorrhoea (cramping)"), migraine ("migraine headaches"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, the first episode of procedural pain (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), post procedural discomfort ("minimal discomfort"), the second episode of procedural pain ("the follow up test was very painful, extremely excruciating painful, and the pain was like labor"), hysterosalpingogram abnormal ("could not tell if stems were closed, and unable to tell her if dye was going in or going out"), abdominal pain ("severe abdominal cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), genital rash ("genital rashes"), insomnia ("insomnia"), arthralgia ("hip pain"), depression ("worsening of her depression and anxiety"), depressed mood ("sadness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection / infection (bladder/ urinary tract/ vaginal )"), vulvovaginal rash ("vaginal rashes"), abdominal pain lower ("lower abdomen pain"), uterine pain ("uterus pain"), headache ("head pain"), anxiety ("worsening of her depression and anxiety"), rash ("burning rash"), vulvovaginal pain ("vaginal pain"), pollakiuria ("urinating constant") and hormone level abnormal ("hormonal changes -describe"). The patient was treated with ibuprofen, naproxen sodium (aleve), surgery (ablation), surgery (ablation) and physical therapy. Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, suicidal ideation, post procedural discomfort, the last episode of procedural pain, hysterosalpingogram abnormal, depressed mood, vaginal haemorrhage, cystitis, female sexual dysfunction, vulvovaginal rash, bladder disorder, urinary tract disorder, abdominal pain lower, uterine pain, headache, anxiety, rash, vulvovaginal pain, pollakiuria and hormone level abnormal outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, migraine, genital rash, fatigue, insomnia, arthralgia and depression had not resolved. The reporter provided no causality assessment for genital haemorrhage, hysterosalpingogram abnormal, post procedural discomfort, the first episode of procedural pain and the second episode of procedural pain with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, cystitis, depressed mood, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital rash, headache, hormone level abnormal, insomnia, menorrhagia, migraine, pollakiuria, rash, suicidal ideation, urinary tract disorder, uterine pain, vaginal haemorrhage, vulvovaginal pain and vulvovaginal rash to be related to essure. The reporter commented: physician could not see the coils. It was extremely painful and she left with no answers. She took latuda 80mg. On (B)(6) 2015, 2 essure rings seen protruding from ostia into uterine cavity on left; 2 essure rings seen protruding fom ostia into uterine cavity on right, hysteroscopy, essure, tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. On (B)(6) 2015, pap test was done. On (B)(6) 2015, she had hysterosalpingogram which resulted in essure device is identified. Extensive contrast limits evaluation of tubal patency. Physician told her that the coils could not be located and the test was not readable; she had to have another test. The hsg was very painful and she was bleeding profusely. The second test was an ultrasound and they located the coils but did not tell me whether her tubes were occluded concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records : pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events hormonal imbalance, constant urinating, vaginal pain, burning rash were added. Historical & concomitant conditions drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.